Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's 3d2d switching occurred on its own when a 3d scope was connected, and noise also occurred in the image during inspection for use. The event occurred during set up. There were no reports of patient involvement.